Manufacturer narrative:
(B)(4). The service repair technician (srt) observed the flexcable to not engage fully into service test saw unit. The saw attachment end of the cable did not extend far enough past the cable casing for robust saw unit connection. The srt replaced the inner core and outer casing. The flex cable operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the flexible drive cable was not functioning properly when attached to the sternal saw. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.